Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded steadily increasing right ventricular (rv) impedances from 400 to 1000 ohms. R-wave measurements were also noted to be variable, but were still in a good range between 11 and 18 millivolts (mv). There was no noise on the rv channel, thus it was questioned if this could be a connection or header issue. A revision procedure was therefore performed. During the procedure, loose setscrews were identified and were tightened with no further issues noted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.